Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor therapy. It was reported that the patient said they felt a burning sensation at the ins site in their back, which becomes extremely painful and affects the patient. Patient said it hurts when they bend over. Patient said when traveling they have to sit a certain way. Patient said the hcp doesn't know why this has been going on. Turning stim off and seeing if the pain resolves was discussed with the patient. Patient said the burning sensation started within the 1st year of implant. Patient said they don't know if it was 2019 or 2020, but said probably 2020. The patient was redirected to their healthcare provider to further address the issue.

Event description:
Additional information was received from the patient. They reported that the cause of the burning sensation felt at the ins site in their back was determined to be something was not turned on or had been disconnected. The issue was resolved during call with a reset. Calling was very helpful and the patient was emailed info they did not have.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The reason for the call was that the patient said they feel a burning sensation at the ins site in their back which becomes extremely painful and affects them. Patient said they mentioned this to the hcp. Patient said it hurts when they bend over. Patient said when traveling they have to sit a certain way. Patient said the hcp doesn't know why this has been going on. Troubleshooting reviewed turning stim off and seeing if the pain resolves. Patient said the burning sensation started within the first year of implant. Patient said they don't know if it was 2019 or 2020 then said probably 2020. Troubleshooting did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.